Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within spec. Unit passed self test, basic occlusion and displacement test. Unable to prime unit during prime, compromised force sensor system test due to faulty force sensor resistor. Unable perform occlusion test or excessive no delivery test due to prime anomaly. No unexpected battery alarms including low battery alarms were noted.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and diminished battery life changes batteries every 2 to 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.